Manufacturer narrative:
Exemption number e2017043.

Event description:
During an l4-l5 fusion surgery by dr. (B)(6) using the mazor x system at (B)(6) on (B)(6) 2017, the system failed to register. Consecutive attempts to do so resulted in prolongation of surgery by more than an hour. Eventually the use of the mazor x was aborted in this case. While the patient did not suffer any apparent direct harm, exposure of the patient to the effects of prolonged anesthesia might cause or contribute to a serious injury.